Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2023, during an appendectomy the physician used a just right stapler to close the intestine but it was later observed that the stapler caught the mesentery the issue caused a small internal hernia due to this the patient required to be re-intervened due to the risk of bowel obstruction and resection. The physician reported that she has recovered from reoperation from the internal herniation of bowel mesentery from open staple. The staple was on the distal end and almost hanging off the appendiceal stump. Patient required readmission, CT imaging and additional surgery. The or images demonstrated that the staple ¨b¨ was not entirely closed. No other information is available.